Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However, on the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen. There was circumferential tear in the balloon material 5mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified unspecified vessel. A 12mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation and was inflated twice at unspecified pressure. However, on the third inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).